Manufacturer narrative:
Insulin pump received with the operating currents within spec. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08695 inches. The drive support disk was inspected and no damage or anomaly noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 900mg/dl. The customer's current blood glucose was 125mg/dl. Customer's nurse stated that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose. The customer was wearing the insulin pump during the hospitalization. The nurse stated during troubleshooting for high readings that the drive support cap was sticking out. The nurse was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.